Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the host pc was unable to power up and requested onsite support to check power supply cable and bios battery. The philips field service engineer (fse) checked the system onsite and found host pc was unable to start up. To resolve the issue, fse replaced 3.3vdc bios battery of the host pc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.